Event description:
It was reported that a patient underwent an open reduction, internal fixation of the ankle on (B)(6) 2014 and suture was used. When the surgeon was suturing through the adipose tissue, the needle broke. The broken piece remained in the surgical field and was retrieved. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
A needle broken in the body towards the attachment end was submitted for this evaluation. A visual inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.